Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue-394602-leakage. On (B)(6)2025, a patient experienced fluid leakage during intravenous infusion. Upon inspection, the nurse identified leakage at the base of the three-way connector. After promptly replacing the connector, the leakage ceased. As the preceding infusion contained albumin, the connector defect caused albumin leakage, resulting in the medication not being administered and thus wasted. The patient experienced fluid leakage during intravenous infusion. Upon inspection, the nurse identified leakage at the base of the three-way connector. After replacing the connector, the leakage ceased. As the preceding infusion contained albumin, the connector defect caused leakage of the albumin solution, preventing its administration and resulting in medication wastage.

Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.